Event description:
It was reported that the physician's programming tablet would not charge. Troubleshooting was performed which isolated the issue to the ac adapter cable. A new ac adapter cable was provided to the physician. The nonfunctioning ac adapter cable is expected to be returned for analysis, but has not been received to date.